Event description:
It was reported that pump displayed continuous glucose monitoring error and caller experienced issue with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with support, and issue did not recur, and customer successfully started new sensor session.